Manufacturer narrative:
Pump received with stripped battery coin slot. Unit received with blank display due to corroded battery tube. Unable to verify failed battery test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported the customer was unable to remove their battery cap. The customer also reported receiving frequent failed battery test alarms on their insulin pump. Customer's blood glucose was 193 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan due to the failed battery test alarm. No additional information provided.